Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Refer to manufacturer report # 3004209178-2018-16975 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller said while the right-side implant was out it was great because the patient's speech was very clear, and the patient was walking fast. The caller said the patient had their left side implant replaced (due to normal battery depletion) on (B)(6) 2018 and at the same time the hcp put the right-side implant in. The caller said since the right-side implant was put back in the patient¿s speech had been lost, the patient¿s mouth was hanging open all the time, and they couldn¿t walk so the caller go the hcp¿s permission to turn the dbs off and turned off the implant. The caller said now that the patient¿s ins was off the issues had gone away and the patient said they turned therapy off at night and didn¿t notice a difference until the morning and the patient was speaking clearly again. The caller said the patient¿s tech that cared for them at the home saw the patient before and after the right-side implant was put in. The caller said the tech noticed a change in the patient because they couldn¿t remember their name and couldn¿t walk well. The patient said this morning they hadn¿t slept until 4:30 am because of the shaking. The caller said that patient was shaking on the left side because they turned off the right implant. The caller asked if they turned the ins back on because the patient didn¿t like the shaking if the implant would come back on at the same settings or if programming would be lost. It was reviewed that programming was not lost when the ins turned off. The caller said a tech that worked for the doctor¿s office had programmed the patient on (B)(6) 2018 after their battery replacement on (B)(6) 2018. The patient said when the tech was programming the patient they only had them say 2 words which seemed fine at the time but when they patient got home they were trying to form sentences and they wouldn¿t come out. The caller said they asked the tech to program the patient again because it wasn¿t¿ good and the tech told them that was the best that they could do. The patient had an appointment on monday to have an incision on brain/chest checked. The caller hoped somebody could reprogram them. The caller had called back stating that they no longer needed a rep to check on the device because the patient programmer ¿was going to take care of it.¿ they wanted to call and cancel the request for the rep. There was an outbound call to the patient¿s wife to provide clarity on the dates the caller stated. The caller stated they thought all their dates were correct. The patient added when the patient¿s implant was put it the patient got an incision on their cranium, so they thought the leads/cable was replaced. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.